Event description:
A 21mm aortic valve was implanted and it was noted that the seating of the valve in the annulus was poor with concerns of the valve not opening properly. The valve was removed from the pt and placed in the sterile field and then re implanted in a better position. A transesophageal echocardiography (tee) revealed some aortic incompetence and significantly severe mitral incompetence resulting in pulmonary edema. An intra aortic balloon pump (iabp) was placed and full bypass was re-established with no improvement noted. A decision was then made to perform mitral valve replacement and a 27 mm sjm mitral mechanical valve was implanted without difficulty. Tee demonstrated a dilated left ventricle, functioning mitral valve and possible partially obstructed aortic valve leaflets. The 21mm aortic valve was then replaced with a smaller 19mm sjm mechanical prosthesis and tee revealed the ventricular function had improved. The pt was reported to be stable.